Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported.